Event description:
It was reported that during an unk procedure, the device would not open. At the third firing, the device couldn't be opened and the blade stuck at the middle of the staples line (about 3 cm). The surgeon had to force to remove the stapler which caused an injury of 3 cm on the stomach tissue. No important bleeding. The surgeon immediately used another stapler to complete the procedure. No more clinical consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.